Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were noted on the right ventricular lead. The externalized conductors were confirmed via x-ray. No electrical anomalies were noted. The lead was explanted and replaced on (B)(6) 2010. The patient was good before and after the procedure.